Event description:
It was reported during a therapeutic total laparoscopic laparoscopy hysterectomy procedure, the probe dislodged from the subject device during amputation of the cervix. The probe was retrieved with a grasper. The procedure was completed with a replacement device. There was no harm to the patient.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h7, h9, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. The device evaluation found that the device had a broken and detached probe. The detached probe was measured at approximately 16.54mm. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the event was a component failure due to a fracture problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.